Event description:
It was reported that a spectrum pump constantly displayed the air in line message during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins, causing low upstream sensor fluid numbers. With low ultrasonic readings, it would make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.